Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report a left side rupture and pain. Device remains implanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine, the lot number or catalog through the photos provided. Visual analysis of the photographs identified. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe, as it is a medical event. That is not related to the device. Pain: unable to observe, as it is a medical event. That is not related to the device. Seroma-late: unable to observe, as it is a medical event. That is not related to the device.

Event description:
Healthcare professional reported, a left side rupture, pain. And exchange from textured to smooth, due to concern with the product. Healthcare professional, additionally reported, "small amount of fluid surrounding both implants". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left side rupture, pain, and exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported, "small amount of fluid surrounding both implants". Device has been explanted.